Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced device migration and left sided rupture post procedure. The patient¿s nipple position had changed and was malpositioned. Additionally, bilateral capsular contracture was noted. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. The rupture was diagnosed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2019-15970 on july 25, 2019. On march 17, 2021 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the right prosthesis.